Event description:
The customer reported the radical-7 "turns off automatically." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). Health effect impact code: no adverse event, no patient impact. H3 other text: device not returned.

Manufacturer narrative:
Other text: although the product was received at masimo japan's office, the customer requested for the return of the product without any repairs or investigation. The product was sent back to the customer. If new information is obtained, or the device is returned for analysis a follow-up report will be submitted. (B)(6). Health effect impact code: no adverse event; no patient impact h3 other text: customer requested device return w/o investigation.

Event description:
The customer reported the radical-7 "turns off automatically." There was no patient impact or consequence reported.